Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and insulin pump was vibrating and its not on. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube) and cracked battery tube threads. Device received with blank white and unexpected audio anomaly display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.